Manufacturer narrative:
One sample model mz5302 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to another bd extension set and pressurized. No leakage or blockage was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd maxzero pressure rated extension set was occluded the following information was received by the initial reporter with the following verbatim it was reported by customer that after changing the t connector (bd maxzero), taking off the posi flow, we were unable to flush the PICC as it had now clotted off.